Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The alarm trace showed ise calibration, ise noise, ise internal reference, and sample short alarms. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) found that the naoh was overflowing and replaced the cuvettes, adjusted the cell blank level, and cleaned the check valve. A precision study, calibration, and qc were performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 2 patient samples on a cobas 6000 c (501) module. The doctor questioned the initial results, which prompted the customer to repeat the samples. Sample 1 had an initial result of 152 mmol/l. The sample was repeated on another module and the repeat result was 136 mmol/l. Sample 2 had an initial result of 150 mmol/l. The sample was repeated on another module and the repeat result was 139 mmol/l. The repeat results were deemed correct.